Event description:
This complaint is from a literature source. The following literature cite has been reviewed: reito a, lainiala o, nieminen j, eskelinen a. Repeated metal ion measurement in patients with bilateral metal on metal (asr¿) hip replacements. Orthop traumatol surg res. 2016 apr;102(2):167-73. Doi: 10.1016/j.otsr.2015.12.015. Epub 2016 feb 10. Pmid: 26874448. Objective and methods: the purpose of this study was to compare and contrast the serum ions in patients with bilateral asr hra and asr-xl tha in 76 patients who received bilateral procedures between march 2004 and december 2009. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy asr including a cup and femoral component. Depuy asr xl including a cup, head, sleeve, and unknown depuy stem. Adverse event(s) and provided interventions associated with depuy devices: 30 asr hra revisions for elevated blood metal ions greater than 7 ppb. 24 asr xl revisions for elevated blood metal ions greater than 7 ppb.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.